Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# va0errg, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation and the patient programmer showed a ¿call your doctor¿ icon and a power on reset (por) condition. The patient had not used the patient programmer since (B)(6) 2014 when they were last seen in the clinic. It was noted that when the patient got home it was too high so they decreased the setting and the programmer had not been used with the implantable neurostimulator (ins) since then. The por was seen today. It was reported that the patient¿s symptoms or leaking had returned and this occurred over the past couple of weeks. It was noted the patient had surgery 5 days ago and today was the first time the patient had been back since surgery and they had not had any other surgeries since implant. Initially they were not able to interrogate the ins with the clinician programmer and after it was reviewed how to use the clinician programmer to interrogate the ins they were able to interrogate it. It was reported that they were not sure if they would be able to locate the patient¿s previous settings as typically the manufacturer representative programmed the initial settings. They might contact the manufacturer representative to have them come and program the patient. Additional information received reported that the cause of the por was not determined. The intervention taken to resolve the event was reprogramming as the ins had shut down. It was noted that the patient had recovered without permanent impairment.